Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodged inside patient. A percutaneous coronary intervention was being performed. The target lesion was located in the proximal/ostial right coronary artery. Started with wiring a choice floppy wire and then used a non bsc catheter to exchange for a rota floppy wire. Used a 1.5mm rotablator burr and then exchanged the wire back to the choice floppy wire using the non bsc catheter. A 2.5 x 10 wolverine cutting balloon was used to pre dilated the entire right coronary artery vessel. They successfully placed a 2.75 x 28 synergy drug eluting stent and then overlapped with a 3.0 x 32 synergy drug eluting stent. A mr 3.00 x 12 synergy drug eluting stent was attempted to deliver. However, it failed to get deliver to the proximal/ostial portion of the right coronary artery. After several attempts to push it down, the stent was attempted to be removed and the proximal edge caught on the 6f non bsc guide catheter and striped off. The stent remained on the wire, but in the aorta. Utilizing several balloons, first a 1.0 x 10 non bsc balloon, then a 2.0 x 12 emerge mr, and finally a 3.0 x 12 nc emerge balloon, the stent was pulled down to the distal part of the femoral sheath. A vascular surgeon came into the room and removed the stent successfully from the patient's groin.